Event description:
A report was received regarding a non-union following treatment with a 4-hole proximal femur plate and a 7.3 mm locking screw, implanted in a patient on (B)(6) 2012. Post-operative x-ray, unknown date, revealed hip deformity and upon re-surgery, it was found that the left side of the plate and associated screw were both broken. This is report # 1 of 2 for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an investigation and device history records review could not be completed and no conclusion could be drawn as no lot number was provided and the device was not returned.